Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak. The patient started having fluid accumulation around her pump pocket beginning approximately 1 week prior to the report. The physician was confident that it was a csf leak versus a seroma and believed the pump connector was leaking. On (B)(6) 2015, the catheter connector was replaced and the physician decided to replace the pump as well as the physician was unable to push fluid through the catheter access port (cap) of the pump with a 24 gauge needle. The hcp went to flush the cap and encountered significant resistance. The spinal portion of the catheter remained as only the pump connector segment was replaced. A new pump was prepared and the physician used the same 24 gauge needle and was able to flush the cap easily. Following the connection, rubber shods were used to clamp the catheter and the physician tried to push fluid through the cap and observed no leaks at the catheter/pump port connection. Since the replacement, the patient was doing well. The device system delivered hydromorphone and bupivacaine.

Manufacturer narrative:
H3: analysis of the pump revealed fluid path dried drug, blood or foreign material occlusion. Analysis of the catheter revealed sc c onnector coring-tears-cuts in seal.

Manufacturer narrative:
Concomitant products: product ID neu_capneedle, serial # unknown, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.